Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer received tips from technical support for preventing future altitude alarms and was able to resume insulin delivery with the original cartridge.